Event description:
It was confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) started beeping and had a red dr. Icon. It was noted there was a battery depletion (bd) error. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported.